Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The unit is working to specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit has no breath delivered. As of this time, there is no information about patient involvement associated in this reported event.